Event description:
A medtronic representative reported a stealthstation s7 laser handle that was not functioning properly. He stated that when he was replacing the laser, the jack on the back of the camera where the laser plugs in - the jack is loose. This issue revealed an underlying issue with the system's camera, so the rep chose to send the camera in to the manufacturer for evaluation. This was identified while in a planned maintenance visit. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Medtronic investigation of returned suspect camera finds the returned psu is battered with nicks and scratches overall. As reported, the laser port was found to be nonfunctional. The psu also failed the aak test at .87mm. The psu is out of calibration and directly caused the event.